Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to the customer's site after gathering details over the phone. The fse evaluated the iabp and confirmed error code upon powering up the unit. The fse found that the driver pressure calibration failed, as the unit failed to go over 300 mmhg, correlating with the compressor malfunction. To fix this issue, the fse replaced the scroll compressor, pressure and vacuum filters. All calibration, functional and safety tests were performed to meet/and met factory specifications. The iabp unit was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a power-up test fails # 14. Physicians were able to swap out the iabp unit and continue therapy which caused a delay in care. No patient harm, serious injury or adverse event was reported.